Event description:
Related manufacturer reference number: 2017865-2022-04187. It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular lead exhibited a decrease in the r-wave amplitude. While attempting to reposition the rv lead, the physician found that the set screw of the pacemaker was stripped. The pacemaker and the rv lead were replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The event of decrease in the r-wave amplitude was not confirmed. Final analysis found that the connector portion of the lead was returned in one piece. Electrical testing was normal with no anomalies found. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.